Event description:
One device was returned for repair with complaint that the battery compartment was damaged. Subsequent investigation found main board damage, and the downstream occlusion (dso) sensor defective. A defective dso is a reportable malfunction that could impact therapy and cause an interruption. There was no patient involvement.

Manufacturer narrative:
One device was received for repair with complaint that the battery compartment was damaged. There was no relevant service history and no relevant event history. Functional/visual testing found the downstream occlusion (dso) sensor was defective, which is a reportable malfunction that could impact therapy and cause an interruption. The dso sensor was replaced to address the reportable malfunction. Also replaced bezel and seal, lcd lens, battery compartment, main board, and rear housing. Device passed all testing criteria post repair.